Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. When the ventilator was powered on in service, it had a "safety valve high pressure relief alarm" condition. The blower module was replaced to correct the reported problem.

Event description:
It was reported that the ventilator had a hvsp relief error message when it was being set up and prior to it being placed on a patient. The ventilator had an audible alarm when the reported problem occurred. The ventilator was powered off and turned back on with no change.